Manufacturer narrative:
Follow up # 1 date of submission 10/07/2016¿ correction to evaluation code: method code. (B)(4) should also be included because a manufacturing review was completed (dhrp).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/09/2016 with the following findings: the battery compartment was found to be cracked. Unrelated to the battery compartment, the keypad was torn but all of the buttons were still responsive. The audio bolus button was damaged but still responding normally. The pump casing was also cracked near the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on 08/09/2016.